Manufacturer narrative:
Correction (10-mar-2026): in the initial report, the investigation conclusions code was added incorrectly. The correct investigation conclusions code has been updated in the section h6.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneously elevated carbon dioxide, concentrated (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse discovered that the instrument had multiple method issues, dilution mixer (dmix), reaction mixer (rmix), and sample mixer (smix) were out of specification, performed fluidics and photometer atellica test protocols (atp) testing, which recovered acceptably. Then, the cse performed auto check and annual preventive maintenance (pm), replaced all reaction and dilution cuvette segments, verified matching lots, replaced server 1 thermistor, the reaction bath level sensor, removed all mixers, cleaned heads, and replaced impellers, performed all probe, reaction ring, and dilution ring auto alignments, as well as mixer manual and auto alignments, reaction ring and reagent probe 2(r2) auto alignments multiple times, and retried water bath additive (wba) slot verification. Further, the cse retensioned the r2 belt, moved the angular belt to a different spot, reseated and tried a new location for upper arm angular positions. The r2 probe to water bath additive (wba) slot was off by approximately 3 times counterclockwise (ccw), adjusted the current r2 arm probe radial alignment, performed r2 auto alignment, and verified, performed auto alignments of the sample arm, r1 arm, reagent mixer, sample mixer, empty and fill procedure and full autocheck, which recovered acceptably. The cse performed dmix, smix, and rmix, all service method testing (smts) were within specification, performed missed maintenance activities and daily quality control (qc). The cse found a clot in tubing for dilution washer on tubing d-1a, adjusted tubing to remove the clot, replaced the solenoid valve for d-1a, and the lamp for the photometer, performed several drains and fills for the water bath, ran check, quality control (qc), which recovered acceptably. Next, the cse replaced the dilution probe and removed the clot in dilution washer tubing. The cse discovered issue with dilution washer probe 1 aspirate values during autocheck, performed multiple auto checks, reviewed problematic samples and verified issue, observed single drip at d1a probe, verified leak at waste manifold fitting, replaced fitting and waste manifold assembly. Further the cse observed micro cracking at fittings, performed full autocheck, processed 3 patient samples 20 times each, processed qc, which recovered acceptably. Further, the cse performed extended leak test for dilution and sample arms, which passed. Inspected and found dilution and sample probes clean and straight, tightened all fluidics fittings, observed small amounts of crusting at saline pump connections, clotted sample attached to exterior of d1a probe, cleaned all dilution washer probes and also observed drip at r1d probe and r3a probe. Next, the cse observed leaking r1d and r3a probe, failing psn10 and replaced r3a probe to manifold tubing, water manifold valve, primed water and saline, performed dilution and reaction washer manual alignments, reaction and dilution cleaning maintenance activity. Then, the cse replaced saline damper tubing, performed full autocheck, precision run on same patient samples, ran qc, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported to siemens that an erroneously elevated carbon dioxide, concentrated (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s), who did not question the result. The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered lower than the initial result and matched the patient history. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported event.